Event description:
It was reported the patient experienced inaccurate measurements due to potential sensor drift. Subsequently, the sensor was recalibrated.

Event description:
Additional information received identified the issue has resolved. The patient is able transmit successful readings.